Event description:
Thread damage and metal piece delayed surgery for 30 minutes because c-arm was needed to verify that all metal shavings were removed from the wound.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.